Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations found breakages to be attributed to misuse as the internal threaded inserter was used without the outer guard which protects the threaded inserter. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When implanting a corail kla 12 stem using the threaded stem inserter, the threaded insert piece broke off in the stem. The break was clean and the surgeon was unable to retrieve the piece that was stuck in the insertion threads of the stem. Surgeon was reluctant to leave the stem in with that broken piece but determined that since the break was so clean (no sharp edges) and was deeply set in the threaded portion (wasn't sticking up) that he would leave it in the patient.